Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: unknown, product type: lead. Product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). The rep reported that when the healthcare provider (hcp) inserted the lead, she got motor response, but once the tines were deployed there was zero body response. Rep said she increase stimulation level from 2, which had response earlier. The hcp ended up removing the lead and inserted another and the second lead was fine. Rep said she didn't check impedance. Rep sent lead back for analysis. It was reported that the lead did not looked damaged. No patient symptoms and no further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va24qz3 product type lead.